Manufacturer narrative:
E1: address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. Review of the event history log found several, "high alarm displayed: downstream occlusion," reports. Functional testing was not able to duplicate the customer reported issue. The investigation determined the cause of the issue was a faulty dso sensor. The dso sensor was replaced.

Event description:
It was reported that the message, "tubing obstruction," was displayed. There was unknown patient involvement.